Manufacturer narrative:
Continuation of d10: product ID 97745bp, product type programmer, patient product ID 97745, product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with a pain stimulation implantable pulse generator (ipg) experienced multiple issues, including the controller being unresponsive when unplugged from the ac power cord, absence of a green blinking light indicating charging, inability to reset the controller, and the controller not charging, which was attributed to the age of the battery pack and controller. The patient did not use the implant because it did not alleviate their pain and reported experiencing restless legs throughout the day instead of just at night. Additional symptoms included the patient stating their body does not move right anymore. The patient also saw a memory problem screen on the controller. It was reported that the implantable neurostimulator had been inoperable for seven years, and the patient was unable to control or operate it. The patient was scheduled for magnetic resonance imaging (MRI) the following week. Troubleshooting steps included having the patient plug in the controller, confirming the green light was on the ac power supply box, updating the date and time on the controller, and recommending the controller remain plugged into power. Requests were made to replace both the battery pack and the controller due to age-related issues. Agent made outbound call to the pt. Pt requested a call back at noon today instead. Patient (pt) confirmed they received the replacement controller from this case and it has a solid green light. During the call, pt commented that they do not like having to do all this stuff just to get an MRI. Pt stated that they would not take the implant out. Agent reviewed pairing of the controller and the implantable neurostimulator (ins). Agent made outbound call to the pt. Pt selected set up for implant. Pt mentioned they are in a command chair and they can't get out. Pt stated they have back problems, arm problems, arthritis in arms, and sciatica so they cannot walk. Pt saw no device found and then pressed recharge. Pt was unable to advance past checking the recharger. Agent had pt clean connections in controller port and recharger telemetry module (rtm) pins and try again - screen was still stuck on checking the recharger. (Agent did not gather replacement controller serial number as agent was trying to keep the pt focused on troubleshooting). Agent had pt place the replacement battery pack into the old controller. Pt unlocked the controller and saw no device found. Pt advanced past passive recharge mode and saw controller 100% and ins in red recharging excellent. The pt made a comment they thought the impl ant was 'higher in the waist' because that is where the scar is. Pt stated they have a home health nurse coming today. Agent recommended to fully charge the ins. Agent will call pt back to further address MRI mode. Pt called back stating they wanted to speak to previous agent because they charged their ins battery. Agent offered assistance since other agent was not available. Pt said no and said they will wait for previous agent to call them back. Pt disconnected call. Agent made outbound call to the pt. Pt saw that the controller battery is low and the ins is 100%. Pt entered MRI mode and saw full body eligibility. Agent recommended to fully charge the controller before the MRI scan tomorrow. Agent reviewed back cover information for the new battery pack. Pt will call back if further assistance is needed.